Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system (sds) was returned for analysis. The stent was detached form the balloon as it was deployed during the procedure and therefore not returned crimped to the device. The bumper tip of the device showed signs of damage to the distal edge. The balloon cone profiles were reviewed and the folds were open being consistent with stent deployment. As the stent had been deployed during the procedure, the balloon had been subjected to positive pressure in order to deploy the stent into the body. Examination of the balloon showed signs of solidified contrast media as a result of the procedural activity. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent dislodgement inside the patient and stent damage occurred. The target lesion was locate in the right coronary artery. After a non bsc stent was implanted, a non bsc optical coherence tomography(oct) imaging system was used to visualize the lesion distal to the freshly implanted stent. When removing the oct catheters, the physician also pulled back the guide wire. The physician lost access to the stented segment and the artery. The physician then re-wired the stented segment. Subsequently, a 4.00x28mm promus premier drug eluting stent delivery system (sds) was selected to treat the more distal mid lesion. During advancement, the distal edge of the promus premier stent got hung up on the non bsc stent. The physician attempted to force the stent forward further into the artery and was unsuccessful. Upon removal of the sds, the promus premier stent dislodged from the delivery system. Half of the stent remained inside of the artery, the other half of the stent was in the guide catheter. The physician made several attempts to extract the stent without success, which elongated the stent to approximately 50mm. After consultation with other physicians and the emergent transthoracic surgeon, the physicians opted to take the patient off the table directly to emergent surgery to have the stent removed. The stent was removed intact and disposed of. The patient emerged from surgery without complications and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement inside the patient and stent damage occurred. The target lesion was locate in the right coronary artery. After a non bsc stent was implanted, a non bsc optical coherence tomography(oct) imaging system was used to visualize the lesion distal to the freshly implanted stent. When removing the oct catheters, the physician also pulled back the guide wire. The physician lost access to the stented segment and the artery. The physician then re-wired the stented segment. Subsequently, a 4.00x28mm promus premier drug eluting stent delivery system (sds) was selected to treat the more distal mid lesion. During advancement, the distal edge of the promus premier stent got hung up on the non bsc stent. The physician attempted to force the stent forward further into the artery and was unsuccessful. Upon removal of the sds, the promus premier stent dislodged from the delivery system. Half of the stent remained inside of the artery, the other half of the stent was in the guide catheter. The physician made several attempts to extract the stent without success, which elongated the stent to approximately 50mm. After consultation with other physicians and the emergent transthoracic surgeon, the physicians opted to take the patient off the table directly to emergent surgery to have the stent removed. The stent was removed intact and disposed of. The patient emerged from surgery without complications and the patient's status was fine.